Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The reported inability to aquire ECG could not be confirmed. Review of the logs found no evidence to support the complaint and no device malfunctions or errors were identified. Occasional lead fault messages were observed; however, these are resolved once proper connection and coupling were made to the patient. No abnormalities were noted in logs from the event date. The device passed all functional testing and was recertified for clinical use. No trend is associated with reports of this type.